Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge had been filled with approximately 120 units of insulin, and soon after, the insulin gauge displayed that there was 5 units of insulin remaining in the cartridge. Review of the pump data logs by tandem technical support show that the cartridge was filled with less than 120 units, which could have led to the insulin decreasing faster than expected. The customer acknowledged the information provided. The contact was unsure of the customer's blood glucose level at the time of the reported event.